Event description:
Boston scientific received information that the left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms with loss of capture (loc) at maximum outputs of 7.5v@2.0ms. A revision procedure was performed and the lv lead was surgically abandoned and the device was explanted. A new device system was implanted. No other adverse patient effects were reported. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.